Event description:
The customer reported that the bolts holding the x-ray tube were loose and the x-ray tube moves slightly.

Manufacturer narrative:
(B)(4). The investigation is currently ongoing and conclusions will be sent in a follow up report before 04/29/2011.